Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ff017-6 craniofix klammern resorb.steril 16mm. At the age of (B)(6) years, the patient underwent craniotomy for right acute subdural hematoma due to a fall trauma. Three (3) craniosacral absorbers were placed in the bar hole to fix the bone flap. Approximately 3 years after surgery, he became aware of two tender subcutaneous masses consistent with the opening of the head. These were found to be postoperative non-infectious granulomas. Since it tends to increase in size, subcutaneous mass removal was performed 3 years and 3 months after the initial surgery. When the flap was turned over, the tumor was found subperiosteal. An incision was made in the periosteum, the tumor was exfoliated from the bone, and completely removed. The tumor had been soft tissue and no plate or clamps remained (they were completely absorbed); however, some sutures remained. When the skull was evaluated after the tumor removal, it was confirmed that it had regenerated without any bony defect. Additional patient information is not available. The patient had no infection. The adverse event / malfunction is filed under (B)(4) reference (B)(4).

Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.